Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage as a result of searching for the needle? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain were there any patient consequences? Procedure name? Event date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown laparoscopic procedure in (B)(6) of 2021 and suture was used. During the procedure, the pulling off of the suture needle occurred while completing the sewing of the fallopian tube. When the needle was taken out, the needle was found missing, and the abdominal cavity and surrounding area were checked. The needle was found on the inner wall of the trocar device and removed. Surgery was delayed for about half hour. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/02/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any additional tissue damage as a result of searching for the needle? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: unk. Were there any patient consequences? Unk, please refer to the event description. Procedure name? Unk laparoscopic fallopian tube surgery. Event date? Unk.